Manufacturer narrative:
This report is for an unknown intramedullary nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: volgas, d. Et al.(2010) fat embolus in femur fractures: a comparison of two reaming systems, injury vol. 41 (s2), pages s90-s93 (USA). The objective of this study was to measure the amount of fat presented to the right heart during reaming and nail placement using two different reamer systems. Between january 2007 and august 2009, a total of 20 patients (18 males and 2 females) with a mean age of 30.6 years were treated with intramedullary nailing using an unknown synthes intramedullary nail and was divided into 2 groups. Group a, a zimmer sentinel was used in 10 patients while in group b, an unknown synthes reamer-irrigator-aspirator (ria) was used to perform a single pass down the femoral canal in 10 patients. Post-operatively, patients were followed in the hospital for postoperative pulmonary complications, ICU days, total hospital days and other complications. Patients were followed until complete healing of the fracture. The following complications were reported as follows: 1 patient had a nonunion requiring exchange nailing. This is report 1 of 3 for (B)(4). This report is for an unknown synthes intramedullary nail.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.